Event description:
The customer states a pt generated azsym troponim-I assay results ranging from 4.9 to 6.5 ng/ml over a two week period. Clinically, no cardiac issues could be identified. A cardiac catheterization was included as part of the clinical workup. Heterophilic antibody interference is suspected. There is no further impact to pt management reported.